Manufacturer narrative:
The device involved in the reported event was not returned for evaluation therefore we are unable to confirm the reported failure. The lot/ device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn. Report #1 of 2.

Event description:
A report received from a user facility in (B)(4) stated that the stable chamber tubing became clogged during the removal of a medium/hard nuclei cataract. No medical intervention required. Patient is fine.